Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall umdra tp-00453. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%. Corresponding retention test strips (lot 322644) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09).the corresponding retention material in inr ranges < 4.5 complies with the specification, based on requirements of the regular retention testing process.

Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant inr results on coaguchek xs meter serial number (B)(4). The customer was using 2 different strip lots for the comparisons and didn't know which results were obtained with which strip lot. This medwatch will cover strip lot 32264421. Refer to medwatch with patient identifier (B)(6) for information on strip lot 34521321. The customer tested 3 times between 8:48 a.m. And 9:30 a.m. With results of 4.1 inr, 4.9 inr and 6.0 inr. No changes were made to the customer's warfarin dose. The customer used the same finger for all 3 tests. The customer was not sure if he applied blood to the test strips within 15 seconds. The customer's therapeutic range is 2.5 - 3.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer is not anemic and does not have antiphospholipid antibodies. The customer is taking plavix; he is not taking any direct thrombin inhibitors. The customer is not taking any new medications, has had no diet changes, has no new illnesses and has not been experiencing any bleeding or bruising. The meter and test strips were requested for investigation.